Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during cardiac arrest, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did duplicate the reported malfunction.